Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was unresponsive to the up and down arrow buttons and there was evidence of adhesive/contamination under the button contacts. The keypad button sticking issue was not observed during investigation.

Event description:
It was reported that the pump was intermittently responding to the up and down arrow buttons. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.